Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were hard to press and sticky. The customer's blood glucose value was unknown. Customer stated insulin pump backlight was dimmed and rejected new batteries. Customer stated they did not receive low battery alerts. The insulin pump will not be returned for analysis.